Manufacturer narrative:
Log file analysis: review of the log files reveals a controller power-up and motor start events logged on (B)(4) 2015 at 21:49:28 hours. These events indicate that both power sources were disconnected from controller and were then reconnected. The estimated maximum time that controller lost power and the hvad could have been stopped was 8 minutes and 50 seconds. However, testing performed on this device indicate that both power ports perform proper mating and lock actions when the power sources are connected. Data entry prior controller power-up event was recorded on (B)(4) 2015 at 21:40:42 hours; it shows batteries (B)(4) connected to power source 1 (ps1) and power source 2 (ps2) respectively. The alarm files shows no high priority alarms around the reported event date ((B)(6) 2016). Two (2) vad stopped alarms logged on (B)(6) 2015 and (B)(6) 2016; these alarms most likely were due to disconnection of the driveline from the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported failure of the no power alarm could not be confirmed during bench testing; the "no power" alarm was triggered when both power sources were disconnected. Additionally, the duration of the "no power" alarm met specification. No failure detected, the reported failure of the "no power" alarm could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was a controller power-up and motor start logged on (B)(6) 2015. The vad stop time was from a few seconds to up to 8 min 50 sec. The controller did not sound during the event. The patient replaced the power sources according to the instructions for use. The medical doctor replaced the controller unit. Investigation is ongoing.